Event description:
Covidien received information that, during patient use, the ventilator stopped cycling. The patient was transferred to an alternate ventilator. No harm to the patient was reported as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the power switch, which resolved the reported issue. The venitlator passed self-testing.(B)(4).